Event description:
It was reported that during a meniscal repair surgery, a fast fix was missing its t2 implant. T1 was removed from the patient using a grasper. Surgery resumed after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case : (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. An analysis of the customer provided images found a suture with the t1 implant on. T2 is not on the suture. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include inadvertently applying pressure to the implant during package removal or during contact with another source. No containment or corrective actions are recommended at this time.